Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the stent was deployed and caused a dissection. The pt was sent for bypass surgery. No further info has been provided concerning this event.